Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to a software issue with the device.

Event description:
The customer contacted stryker to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker troubleshot the issue with the customer over the phone. The customer cleared the event codes from the device and ran the user test with no issues. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.